Manufacturer narrative:
The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead will be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's system controller log file was reviewed and contained pump stoppages and a data pattern indicative of a perc lead issue. It was reported that the pump stoppages were occurring on both battery power and when the patient was on the power module. It was also noted that the clamshell on the percutaneous lead seemed to be loose. No other visual external damage was reported. It was also reported that the patient had gained approximately 40 pounds. The patient was admitted into the hospital, and the following day a portion of the percutaneous lead was replaced. A few days later the patient reported that he experienced 4 pump stoppages, but the patient was "ok" and no injuries occurred. The patient declined having his pump exchanged if necessary. The manufacturer's technical service representative reported that the pump showed signs of shorting to shield. The issue appeared to be under the skin line; therefore, the hospital staff requested an ungrounded patient cable. The patient cable was replaced with an ungrounded power module patient cable. The patient remains ongoing.